Event description:
In 2005, a customer contacted beckman coulter regarding erroneous results that were generated by the unicel dxl 800 access analyzer. The customer noticed an imprecision problem with tsh test results. The customer indicated the reflex tsh result did not match the original tsh result. The customer indicated that the imprecision was investigated and it was determined that the discordant results were from pipettor #3. - the customer verified the other test results and discovered other analytes were affected. - the customer indicated that 51 samples were run on pipettor #3 prior to discovery of the problem - the customer disabled the reagent pipettor #3 and retested all affected samples. - erroneous results were identified on 19 of the 51 samples. The customer indicated that one erroneous tsh result was reported out of the lab. The sample was retested and a corrected report was issued. The customer did not provide any additional event info and if other erroneous results were reported out of the lab. The customer indicated that there was no change to pt treatment attributed to or connected with this event.